Event description:
It was reported that approximately 18 months post-implant of a bifurcated device, a suprarenal aortic extension and a limb extension, a follow-up computed tomography scan revealed an endoleak associated with the bifurcated device. The physician chose to explant the devices and treated the patient with a dacron graft. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.